Manufacturer narrative:
Product analysis: the field reports of threshold unacceptable and low pacing lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages consistent with that occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
The patient felt the vibratory alert and was seen in the clinic for assessment. The capture threshold was elevated and loss of capture was noted. It was also noted that the device had operated in secure sense mode multiple times. The measured impedance had recently decreased but was within range. The patient experienced dizzy spells but was otherwise without complaint. The device was tested at maximum output, but no muscle stimulation or phrenic nerve stimulation was observed. The lead was replaced. The patient is stable.